Event description:
It was reported that a spectrum iq infusion pump over infused a volume greater than 21.0. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "over infusing during pm procedure pump dispensing a volume greater than 21.0. More than the allowable limit 5%" was reproduced. The device was tested for flow rtae test and it delivered with an error percentage of 5.64%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.